Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was between 480 mg/dl and 490 mg/dl. The customer stated they changed out the infusion set in attempt to resolve the high blood glucose. The customer did not find any damage to the infusion set upon removal from their body. Customer also reported experiencing a mini stroke a few months prior. The customer also reported adhesive issues with the sensor. Customer declined to return the insulin pump at the time of the call.